Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.:(B)(4). Baxter received and evaluated the device. The reported "system error 105" was confirmed through evaluation. This error was caused by a failed motor (seized). The motor assembly was replaced.